Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes had foreign matter located in the tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "about 50% of edta tubes are foaming and this has happened with many lot numbers for a while. The instruments reject samples due to foam."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes had foreign matter located in the tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "about 50% of edta tubes are foaming and this has happened with many lot numbers for a while. The instruments reject samples due to foam."